Event description:
It was reported that the shipping tube broke between the clear and the grey portion of the tube, where the IFU is affixed to the shipping tube, rendering the catheter unsterile. The damage was not noted upon receipt appeared to occur (or was found) after the catheter was put into the rack which holds the fogarty catheters. The catheter was not used and no patient injury occurred.

Manufacturer narrative:
One fogarty embolectomy catheter was received inside a damaged shipping tube. The triangle outer box (B)(4) was undamaged and did not appear to be the original box sent to the customer. The catheter was received in a broken shipping tube. The clear adaptor was broken at the bond site, between the clear adaptor and the white tube. The shrink seals were still attached, one around the clear adaptor cap and the other around the IFU. When the catheter was removed from the tube, it was found to be in good condition. A review of the manufacturing records indicated that the product met specifications upon release. The complaint was confirmed and appears to be related to shipping of the product. An investigation is currently underway to determine the variables that can impact the product during shipping, in an effort to reduce complaints of this type.